Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they had sensor discrepancy. The sensor glucose reading was under 50 mg/dl while their actual blood glucose level was 156 mg/dl. It was noted that the insulin pump delivery would suspend before low blood glucose. Troubleshooting was performed for the sensor. The caller also reported that the customer would experience both high and low blood glucose. The customer had experienced a high blood glucose level of 400 mg/dl. They would treat by testing the blood sugar and doing a correction from the insulin pump. They declined troubleshooting for the high and low blood glucose. The insulin pump will not be returned for analysis. The sensory will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and found cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Manufacturer narrative:
The information provided in common device name was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
The information provided in product code was incorrect with the initial report. The correct information has been provided with this report.